Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The caused was reported as due to a viral infection. The patient was hospitalized for the event and was treated with unspecified anti-inflammatory drugs (doses, routes and frequencies were not reported) and unspecified antibiotic (dose, route and frequency were not reported). At the time of this report, the patient has not recovered from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.